Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm found "gas loss in iab circuit" events in the logs. The stm performed manifold leak test and it was satisfactory. The safety disk was beyond 6 million cycles and the scroll compressor was beyond 5 thousand total system hours. Both were replaced. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) kept going into stand by. No patient harm, serious injury or adverse event was reported.